Event description:
The trocar is sticking in the catheter during insertion for a thoracentesis drainage procedure.

Manufacturer narrative:
Device eval: device not received for eval. Device history record was reviewed with no exception documents noted. Conclusions: a follow-up report will be submitted when more info becomes available.